Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) cable. The customer reported to have replaced the gui cable and ventilator passed all testing.